Manufacturer narrative:
The subject scope was returned to the service center. The evaluation found the adhesive near the forceps channel at the distal end cover was peeling. The service group also confirmed the ultrasound connector was detached. Additionally, the probe unit at the distal end was loose. The bending section cover adhesives were cracked. The ultrasound image has three broken elements. The elevator channel was loose and the control knob movement has play with low tension. A review of the repair history shows the scope was last repaired on august 22, 2019. The investigation is ongoing. Therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a an unspecified diagnostic procedure, the connector port was noted to be completely detached from the evis exera ii ultrasound gastro-videoscope. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The reported peeling of the glue on the distal end likely occurred due to some external force applied to the distal end. Additionally, the subject product was manufactured on may 21, 2012 and about 8 years and 9 months have passed, and it is possible to have been affected by aging deterioration. As stated on the IFU and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.